Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen (concentration 2000mcg/ml; dose 790.9mcg/day; lot unknown) via an implantable infusion pump. Indication for use was intractable spasticity. Following pump implant/replacement on (B)(6) 2015 the reporter was not told that the patient's refill interval went from 6 months to 3 months. The patient started to experience tremors. The event date was reported as (B)(6) 2016. The pump was completely empty and patient was without medication for 8 days and was going through withdrawal. During the 8 days the pump was empty, the alarm did not sound. The pump was checked and it contained no medication and the pump was dry. The reported did not know if an alarm showed in the pump logs. Additional information was requested regarding drug information, patient medical history, clarification of the empty pump with no alarm heard, troubleshooting performed, actions/interventions taken, the cause of the empty pump and no alarm heard, and resolution of the event. A supplemental report will be submitted if additional information is received. Additional information was received from a healthcare provider (hcp). The baclofen therapy was ongoing. Other medications the patient was taking at the time of the event include gabapentin, preacid, keppra, remron, and ms contin 60 mg. Medical history include motor vehicle accident (mva), paralysis spastic, cervical paraspinal muscle spasm and seizure, no known allergies. On (B)(6) 2016 the pump was checked to make sure it was still working and was refilled. The pump was reprogrammed for an alarm. The cause of the empty pump with no alarm was not determined. The withdrawal symptoms and empty pump have been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.